Event description:
Customer reported via phone call to have received a no delivery alarm during priming. Customer's blood glucose was 305 mg/dl. After troubleshooting, insulin did not exit. Customer was not able to complete troubleshooting and will call back.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.